Event description:
It was reported that this instrument broke during surgery, inside the patient's body. S+n backup device was available. No delay to procedure reported.

Manufacturer narrative:
An extraction screw which is intented to be used in treatment was sent back for investigation. It was reported that this instrument broke during surgery. These statement could not be confirmed, but it can clearly seen that the tip is bent and the instrument is therefore not usable anymore. The lettering has already faded in some places, suggesting that the bolt is used often and for a long time. The article was manufactured in 2013. The batch record and the material certificate was reviewed and no deviations were found according to manufacturing specification. Nevertheless, the issue of a damaged tip/thread of this instrument is not unknown. The manufacturing process was already revised to reduce this issue. The root cause for this case is expected wear and tear. The instrument will be discarded. S+n will monitor this device for similar issues.